Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient experienced elevated blood glucose (bg) of 551 mg/dl with trace ketones. The site/set was reportedly changed without issue found. The reporter stated that the patient¿s healthcare provider had made changes to the patient¿s basal settings that week because the patient was experiencing a growth spurt. The pump was not able to be reviewed by animas customer technical support (acts) at the time that this information was received. Acts made several attempts to follow up with the reporter in order to troubleshoot the pump, however, the reporter did not respond. Although no specific evidence of pump malfunction, defect or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the alleged bg elevation.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: review of the black box data shows records begin on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history showed no errors or alarms associated with the complaint. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump was exercised for 29 hours and was found to be delivering accurately and within the required specification. No alarms occurred during testing. Unrelated to the original complaint, a crack was observed near the case seal of the battery compartment. Investigation was unable to duplicate the complaint and the pump information for the complaint date has been overwritten.